Event description:
A customer reported an issue with their device due to an incorrect time setting, which had a discrepancy greater than five minutes. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the discrepancy recurs, which the customer acknowledged and understood.